Event description:
A customer in (B)(6) filed a complaint stating that the cobas ampliprep / cobas taqman 48 hiv-1 test ((B)(4) batch k07683) using amplilink software v 3.2 generated a result of (B)(6). The sample was from a patient (B)(6). Repeat testing was performed and the target (B)(6) result was generated. The customer recognized the inconsistency of the (B)(6) result with the patient history and performed repeat testing before reporting results to the physician. The (B)(6) result did not impact patient treatment.

Manufacturer narrative:
At the time this complaint was investigated, a review of the data showed the (B)(6) result was due to a small baseline spike at cycle 15, where the step correction is done. (B)(6). The issue is still under investigation. The issue is considered to be a rare occurence. As stated in the package insert, this test is intended for use in conjunction with overall clinical presentation and other laboratory markers of disease progress to monitor the effectiveness of antiretroviral and antiviral therapy. In that regard, to the extent that observed sudden titer shifts are inconsistent with previous test results and overall clinical presentation, they should not result in changes to established therapy regimes. We recognize that this medical device report is being filed beyond the 30-day reporting timeframe as outlined within 21 cfr 803.50. During a review of our MDR process, we determined that not all events that occurred ex-us were being assessed for MDR reportability within the united states. As a result, all potentially critical complaints (us and ex-us) filed going back to 01-jan-2008 were reassessed to determine if any of those cases represented a MDR reportable event. During the retrospective review, this event was identified as being MDR reportable. We are taking appropriate internal corrective actions to prevent recurrence of late filings.